Manufacturer narrative:
Follow-up #1 date of submission 11/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: a review of the black box data showed multiple low battery and replace battery alarms. A visual inspection of the pump showed that the battery compartment was cracked and there was evidence of moisture corrosion in the battery compartment. The pump emitted a replace battery alarm during an attempt to complete the prime step. The pump failed a leak test at the battery compartment. The pump cover was removed and moisture corrosion was found on the support bracket.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the pump's battery life was shorter than expected. The battery compartment was reportedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.